Event description:
It was reported that there was normal impedance at pre-op check of the external neurostimulator. When impedance check was performed after adding the adaptor and connecting to the top port of the implantable neurostimulator (ins), impedances were out of range at both .4 and 1 ma. The adaptor was changed and the issue persisted as well as when plugged into the bottom port. When connected to a new ins, the issue resolved and impedances were normal. Circumstances that may have led to the issue were unknown. The issue was resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.